Event description:
During a mitraclip procedure, using the sl0 sheath, a pericardial effusion occurred. After the mitraclip deployment, a decrease in blood pressure was noted. An echocardiogram was performed which confirmed the effusion. No increase in the effusion was observed so no medical intervention was needed, the patient was placed under observation. The physician thinks the introducer and the stiff guidewire were likely to be the cause of damage on the pulmonary vein. The physician does not allege any malfunction or performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided.